Event description:
During the review of the pt's programming history in the manufacturer's programming history database, it was observed that there was an interrupted system diagnostic test, which resulted in the pt's device being disabled due to the settings change. There was no final interrogation of the pt's device prior to the pt leaving the office to confirm the intended device settings. The pt's settings were programmed to the correct settings at the following appointment on (B) (6)2008.